Event description:
It was reported that the left ventricular capture management was found to be not programmed correctly. The programmed settings were corrected. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.